Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the crown of the device became detached and remained in the patient. The target lesion was treated with one pass of the oad on low speed. When the device was operated back through the lesion, it became stuck on the guide wire. The crown was advance forward and the device was turned on in attempt to detach from the wire, however the device shut off. The guide wire and device were removed from the sheath together, however it was noted that the crown had become detached and remained in the iliac. An attempt was made to snare the crown but was unsuccessful. The crown was secured to the vessel wall using covered stents and there were no additional complications reported.

Manufacturer narrative:
The reported oad was received for analysis along with the guide wire utilized during the procedure. The crown and tip bushing were confirmed to be detached and were not returned. Scanning electron microscopy was performed and identified fatigue striations and secondary damage on the surface of the fractured driveshaft. This indicates that the driveshaft was subjected to torsional forces which resulted in a fatigue fracture. A kink and significant surface wear were observed on the returned guide wire. It is possible that the oad was spun over the kinked guide wire during the procedure, which may have led to the fracture. However, the exact cause of the fracture was unable to be determined by the device analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).